Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to turn on the screen. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who instructed them on how to press the button properly and confirmed that the pump display did turn on, but acknowledged the issue persisted. Customer continued to use the pump for insulin delivery.